Event description:
Pump stop x8. Thoratec bioengineers attempted splice repair of external portion of percutaneous lead. Lead fracture on internal portion and pump exchange necessary. High risk for permanent pump stoppage. Patient agreed to proceed with exchange.